Event description:
It was reported by the sales rep that during a lap sleeve gastrectomy procedure, the surgeon used one black, two green and three blue reloads, all with gore seamguard to complete the sleeve. He noticed in the green and two consecutive blue firings that the staples were poorly formed in the middle part of the staple line; essentially the second fire sequence. The proximal and distal portion of the staple line has well formed staples. Case completed with the echelon and corresponding reloads. The surgeon over-sewed the staple line where the staples, to him, looked incomplete. There were no patient consequences. Case completed with the echelon and corresponding reloads. One device will be returned.

Manufacturer narrative:
Damaged anvil. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Black near the pylorus, green and blue on the body and blue on the fundus/e-g junction. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. Patient is morbidly obese. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? All firings. If echelon, during which stroke did the event occur? All with the second stroke. What other color cartridges were used before and after this event? None. Was the instrument fired across or near an existing staple line or clip? Each sequential firing was made where the distal firing ended. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? The surgeon seemed to struggle with the second stroke of each firing until he reached the fundus. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The surgeon waited 15 seconds for pre-compression and then waited 15 seconds between each stroke as well. I mentioned to him as he noticed well formed staples from stapling the specimen that the IFU for the stapler is to wait 15 seconds for pre-compression and then make 3 moderately paced strokes the analysis results found that one device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.